Event description:
The customer reported intermittent 12-lead ECG signal loss.

Manufacturer narrative:
(B)(4): the customer reported intermittent 12-lead ECG signal loss. There was no report of pt impact. Philips evaluated the device and confirmed the intermittent 12-leads ECG ribbon cable connector that was not fully seated. Philips fully seated the internal leads ECG ribbon cable connector to resolve the issue.